Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose was 118 mg/dl. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to further troubleshoot the time issue, however no response was received and therefore no additional information could be obtained.